Manufacturer narrative:
Zimvie complaint number (B)(4). This report is being submitted to relay additional information.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: if implanted, give date was updated from (B)(6) 2022.

Event description:
No additional information received at the time of this report.

Event description:
It was reported that the patient developed an infection at implant tooth site #8, with associated abscess, inflammation and pain. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: lot number 125772 does not match the item number database. D4: unique identifier (UDI) number unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.